Event description:
On (B)(6) 2010, pt reported the down button on her infusion device does not function properly. Down button started to work intermittently one month ago, and the down button has now completely stopped functioning. Issue was noticed when trying to program a bolus on the infusion device. The up button still responds as intended. Pt has used this infusion device for a couple of years and boluses an average of 3 times per day. The down button pops up after being pressed. Infusion device has not been dropped on a hard surface or exposed to water or insulin ingress. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.